Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from an unspecified location. The device was filled with magnesium sulfate. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufactured between april 23, 2019 to april 24, 2019. H10:the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed of the photograph using the naked eye which observed the sample was folded inside a bag with solution in a corner of the over pouch. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.